Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact support if the issue reappears.